Event description:
Patient contacted dexcom technical support on (B)(4) 2014 to report cgm inaccuracies compared to blood glucose meter on (B)(4) 2014. At the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries.

Manufacturer narrative:
Dexcom reviewed receiver data on (B)(4) 2014. Data confirmed some readings were outside of the 20 percent/20 point difference range.

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the receiver (str-gl-001/(B)(4)) that was being used with the sensor during the reported event of inaccurate blood glucose values was returned on 07/15/2014. A visual inspection was performed and no defect was found. A review of the receiver data log confirmed a hardware error code. A definitive root cause could not be determined.